Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 health effect clinical code: e0506. A manufacturing record evaluation was performed for the finished device lot number an5035, and no non conformances / manufacturing irregularities were identified. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Chromic 1 uterus tissue, chromic 2-0 peritoneum and muscle tissue. Were there any unexpected outcomes or complications? The patient was bleeding and the suture rupture made surgery more difficult. Did the suture package contained the expected tubing fluid? Yes. Was the suture package dry? No. Procedure date? (B)(6) 2021. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -was the patient's post-operative care altered due to the reported event and the intra-op bleeding? -what is the patient's current status? -is device being returned for evaluation? If yes, please provide status. Note: events reported via mw # 2210968-2021-00683, 2210968-2021-00684.

Manufacturer narrative:
Product complaint #: (B)(4). Note: events reported in 2210968-2021-00683. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. Attempts are being made to obtain the following information: what tissue was being approximated or sutured when it broke? Were there any unexpected outcomes or complications? Did the suture package contained the expected tubing fluid. Was the suture package dry? Procedure date? Device return status/follow up? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. To date, no response has been provided. If further details are received at a later date, a supplemental med watch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 04/02/2021. Additional h6 component code: g07002 ¿ device not returned. Additional information was requested and following was obtained: was the patient's post-operative care altered due to the reported event and the intra-op bleeding? No . What is the patient's current status? The patient is ok. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 04/02/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.